Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was selected for implant. During the procedure, when the device was being deployed, the right disc presented in a bulbous deformation. The device was removed and replaced with another 25-18mm amplatzer talisman pfo occluder to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient has been discharged.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU) the recommended sheath size to be used with 25-18mm amplatzer talisman pfo occluder is 8f.